Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy but related to the implanting procedure.

Event description:
It was reported that during a new patient implant, the patient experienced a bradycardia event before vns was introduced to the sterile field. The surgeon suspected that the event was due to the proactive use of glycopyrrolate medication by the anesthesiologist. It was noted that once the device was implanted and during diagnostics, there were no additional bradycardia events. The patient's tachycardia detection settings were adjusted and the device was kept off. No additional relevant information was received to date.